Manufacturer narrative:
P-cap locked in place properly during testing. Unit successfully downloaded using thump software. After battery installation unit powered up with critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past, near, or on event date that may confirm customer's concern. In download history review, pump error 35 alarm was recorded on 07/20/2024 at 15:07:01.000 hour. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage was noted on electronic assemblies and force sensor gold traces. Isolate to electronic stack. The following cosmetic damages were also noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for cosmetic damage at battery compartment is confirmed per visual inspection. Critical pump error open book image due to pump error 35 confirmed. Pump error 35 caused by corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35(a broken force sensor was detected during seating or regular delivery), the pump was exposed to moisture, and the pump had a crack at the battery chamber. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.